Event description:
The user indicated the implant failed, however based on the available information the exact issue could not be identified.

Event description:
The implant malfunctioned due to its surface defect during placement. The initial report did not have the correct event type documented, the correct event type, malfunction, is provided in this follow-up report.